Event description:
It was reported that the patient has expired after an implant duration of approximately 107.9 months. No further details regarding this event were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), a copy of the operative report for a surgery which occurred approximately nine years ago was received. Unfortunately, no further information regarding this event was learned. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.